Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer (fse). The air gas module was replaced and returned for further investigation. The returned air gas module was installed in a ventilator and the machine passed the performed pre-use checks without any failure. No abnormal found during ventilation for 24 hours. It passed another pre-use check after ventilation. The reported issue can be confirmed in the provided logs. However, our investigation has concluded that the reported problem could not be reproduced at the manufacturer site. Therefore, the root cause cannot be established.